Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle, top and down buttons were unresponsive. The customer¿s blood glucose level was unknown. Customer stated that the buttons were hard to press. Customer stated that numbers were not ramping on their own. Customer reported that the frequency of the issue was every other time buttons were harder to press. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow allowed them to navigate screens. Customer stated the buttons were not unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).